Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 5:00 pm, the cgm had been working fine, an unspecified amount of time after that, the patient¿s wife found the patient in the bedroom lying on the bed, diaphoretic, incontinent, incoherent, and semi-consciousness with his fingers 'twitching' even though his cgm displayed 143 mg/dl. The wife called 911; the police arrived first and evaluated the patient for a stoke. When the paramedics arrived, a bg was performed which was 20 mg/dl. The patient was treated with IV glucose and IV fluids which increased his bg to 200 mg/dl. The patient became responsive, oriented, and was transported to the hospital where he was admitted for two days. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.